Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report # (B)(4) was received by synthes customer quality on nov 07, 2016.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device was reportedly discarded by the hospital. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that during an (orif) open reduction internal fixation procedure of the ankle on (B)(6) 2016, the 2.5mm drill bit broke. While the surgeon was drilling pilot holes to the medial malleolus bone for the cancellous screw insertion, the drill bit tip broke off and a fragment was left in the patient's ankle bone. No additional time was added to the procedure. The surgery was completed successfully and patient's post-operative status was reportedly stable. This report is 1 of 1 for com-(B)(4).